Event description:
As reported by the end user in (B)(6), during preparation for a pci procedure, the physician noticed two tears in the sterile pouch. The device and the pouch were disposed of and the case was completed without further complications with another name of the same device. As the defect was noted during prep, there was no contact with the patient and hence no harm to the patient.

Manufacturer narrative:
As the end user disposed of the sample, it was not returned for evaluation; therefore the root cause for this event was unable to be determined. The most likely root cause for the reported defect is handling after leaving the manufacturing facility. All pouches are subject to visual and functional inspection for integrity at incoming, and visual inspections during packaging and final boxing. A review of the device history record was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the october 2009 (B)(6) complaint report for the reported product family and failure mode did not show any complaints for the past 15 months. (B)(4).